Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room (ER) after their crt-d delivered fourteen shocks on (B)(6), 2026. Technical services (ts) was consulted for further review. Ts reviewed the available data, noting the patient had onset and stability on at the time of the events which got overridden due to afib rate threshold and stability assuming dual tach. The device is now programmed to use rhythm ID. Besides the inappropriate therapy, no other adverse patient effects were reported. This crt-d remains in service.